Event description:
It was reported that the pt hit the bedside table on the ICD. During the follow up, physician noticed that noise was present on the atrial lead manipulating the device and the impedance was unstable. Clinically resolved by reprogramming the mode and svt discrimination.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.